Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was successfully deployed after 4 partial recaptures. All release criteria were met, and the physician released the closure device from the core wire successfully implanting the device in the laa of the patient. Post release of the closure device the physician was performing additional transesophageal echocardiogram (tee) imaging when it was noted that there was a thrombus on the threaded insert of the closure device. No intervention was performed, and the physician planned to continue with the normal medication regiment for the patient. The patient did not experience any consequences as a result of this event.